Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car rx was torn and pushed back. The working length was found kinked. A dimensional inspection confirmed the side car rx tunnel was pushed back 2.5mm, which is out of specification. A functional inspection was performed and found that the basket opened and closed without problems. No other issues were noted. The reported event was not confirmed. Based on all available information, the kinked working length may be related to user manipulation, some technique applied by the costumer during procedure, or tortuous anatomy. Once the working length was kinked, the user may have experienced some resistance while actuating the device in order to open the basket. While this action was performed and the movement of the sheath between the coil assembly could have been tough, the consequence of these conditions could be the pushed back side car rx. Also, user manipulation while inserting and withdrawing a guidewire through the side car rx may have contributed to the side car rx tear and push back. Therefore, the most probable root cause for the failures found during the analysis is adverse event related to procedure. However, the reported failure of basket failure to open was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a spyglass procedure performed on (B)(6) 2021. During the procedure, a 2-2.5 cm stone was lasered into smaller fragments. A trapezoid rx basket was then used, but the basket did not open wide enough to capture the stone fragments. The basket was inspected outside of the patient and it was able to open wide, so the basket was inserted back into the biliary duct. However, it did not open wide enough to capture the fragments. An olympus lithotripsy basket of the same size as the trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event .